Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device was carried out and a kink was observed in the imaging window assembly in the distal end. Kink and open hole were observed at the lap joint in the sheath assembly from femoral marker to the distal end. Functional testing was carried out. Impedance test shows a good unit wave form. It was observed that the catheter leaked form the lap joint when it was flushed. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on the device analysis completed on 10feb2016. It was reported that image lost occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. An opticross¿ was used to visualized the target lesion. During a procedure, it was noted that the image disappeared during the first pullback. The procedure was completed with a different device. No patient complications were reported and patient's condition was good. However, device analysis revealed an open hole at the lap joint.